Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an femoral popliteal procedure, when the surgeon fired the device, the clips became scissoring and falling off because it does not hold tightly to the vessel. To resolve the issue the surgeon used hemlock clip. There were tissue damage as a result of the device problem and the patient had a tore branch of profunda vein.

Manufacturer narrative:
H6 patient codes - c64343 (extended or time) evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with eleven remaining clips. Functionally, the instrument was fired twice in air and proper clip formations were confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: ensure that the handles are squeezed together firmly as far as they will go. Failure to squeeze the handles completely can result in clip malformation and possible bleeding or leakage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an femoral popliteal procedure, when the surgeon fired the device, the clips became scissoring and falling off because it does not hold tightly to the vessel. To resolve the issue the surgeon used hemlock clip. There were tissue damage as a result of the device problem and the patient had a tore branch o profunda vein. The surgical time extended for more than thirty minutes due to the device problem.